Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st (device #3). Additional emdrs were submitted to represent the bard/davol ventralex (device #1) and the bard/davol ventralex st (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex on (B)(6) 2016, ventralex st on (B)(6) 2018, ventralight st on (B)(6) 2019 and ventrio on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against ventralex, ventralex st and ventralight st. As reported, the patient underwent surgery on or about (B)(6) 2018 for removal of the ventralex implanted on (B)(6) 2016 and also underwent surgery on or about (B)(6) 2019 for the removal of ventralex st and ventralight st which were implanted on (B)(6) 2018 and (B)(6) 2019. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.